Manufacturer narrative:
Device is not distributed in the us; however, it is similar to us product. Add'l info will be submitted within 30 days of receipt.

Event description:
The 2.5 x 23mm cypher stent moved on the balloon during positioning. This male pt was admitted for coronary intervention of a 99%, de novo lesion in the proximal circumflex artery (lcx). The anatomy was highly tortuous with a very angulated takeoff of the lcx from the left main artery (lma). Prior to treatment of the proximal lcx, a cypher stent was successfully implanted in the high lateral branch. The lcx lesion was predilated with a 2.0 x 20mm maverick balloon. A 2.5 x 23mm cypher stent was advanced toward the lesion; however, the device would not maneuver past the angulated take off of the lcx. The physician attempted to advance the catheter using add'l force and by "vibrating" the catheter, but he found that the stent moved on the balloon and was misaligned. The 2.5 x 23mm cypher was withdrawn and another cypher stent (different size, unk) was used to successfully complete the procedure. There was no reported pt injury.